Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer broke. The device was removed from the patient and it was found that the spacer was broken at the spindle cap. A new device was successfully implanted.

Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. Damage to the device prevented functional testing, however, this damage to the spacer indicates the break was due to deployment against resistance. The probable cause of the device failure is unintended use error. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer broke. The device was removed from the patient and it was found that the spacer was broken at the spindle cap. A new device was successfully implanted.